Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(4) did not power on autopulse platforms. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The complaint reported by the zoll territory manager was confirmed during the functional testing performed at zoll. The autopulse li-ion battery (sn (B)(6)) failed during the temperature testing when the battery temperature reached 60°. Upon visual inspection, no physical damage was observed. The status leds on the battery illuminated four green lights. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc). The battery was heated from 30 to 60°c in 5°c increments, for 4 hours at each temperature, and activated the autopulse platform at all temperatures tested, except for 60°c.

Event description:
Initially, zoll territory manager reported that the customer's autopulse li-ion battery (sn (B)(6)) did not power on autopulse platforms. Based on the clarification received from zoll territory manager, the reported complaint of the battery not powering up the autopulse platforms was an assumption made by the zoll territory manager and the customer, which means the reported issue with the battery did not occur at the customer site nor was observed by the customer. No patient involvement.